Event description:
It was reported that this artificial urinary sphincter lost fluid and the patient experienced recurring incontinence. The patient underwent surgery and a hole in the balloon was identified. Therefore, the balloon was replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.